Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it was found that no image was displayed due to shortcut of circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope, had e218 (scope malfunction error (err) and no image was displayed. There were no reports of patient involvement.